Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 3 yrs post-implant, it was reported that the pt expired in the ICU. The cause of death has not yet been determined. It was also reported that the pt was suicidal and requested anti-depressants.

Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.